Event description:
It was reported before using the bd vacutainer® sst¿ blood collection tubes there was a missing tube label on 30 devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received photos for investigation, which showed multiple tubes with missing labels and lifted labels. A total of 6 photos were provided. Retained samples will not be tested for this complaint record. A review of the device history record indicated a quality notification was raised for this issue. However, lot passed all in-process and final quality checks for lot release. This complaint has been confirmed for the indicated failure mode: incorrect/missing label information. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before using the bd vacutainer® sst¿ blood collection tubes there was a missing tube label on 30 devices. No adverse impact was reported regarding the patient or user.